Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® tapered certain® implant 4 x 10mm (item #xifnt410) was received for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage around the external threads and the platform but no evidence of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the events. The product dimensions were measured and found to be within the specifications in the product's engineering drawing. The reported device was located on tooth # 14 and was used for approximately 4 years. Pictures or x-ray images were not provided to evaluate of periimplantitis a device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history review was performed for the reported lot number (2015061045) for similar events and one other complaint was identified. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis in dental location 14. The product was returned and the reported complaint could not be verified as x-rays or images of the osteotomy were not provided for assessment. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the patient had peri implantitis. The implant was extracted.